Event description:
The initial reporter stated that the pump was alarming error code 12 persistently and they were unable to reset the pump and clear it. They stated that this resulted in a seventeen hour delay of therapy and that they were unaware of any alternative method of providing the feeding. Mmd did follow up with the initial reporter who stated that there were no adverse effects as a result of the complaint and that they were planning to discuss back up feeding methods with their physician. They did not provide any additional information. [(B)(4)].

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the motor had failed, causing the persistent error code 12. The pump was serviced to correct the issue. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.